Event description:
According to the reporter, the device was checked prior to use and there was no leak but it required more air than other brand. During intubation, the device was filled with 15cc air and a leak was noted. Another 15cc of air was added but there was still continuous leak. The tube was removed and no rupture was noted. Reintubation was performed with another brand without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.